Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The reported allegation falls within the c zone of the parkes error grid. However, the data investigation confirmed a difference in values that falls within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.